Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained using ipsilateral retrograde approach. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. After crossing a non-bsc guide wire, a 5.0mmx40mmx135cm sterling¿ balloon catheter was advanced for dilatation; however, during the first inflation, the balloon ruptured due to calcification. The device was completely removed from the patient and was replaced with a 6.0-40/3.8t/135cm sterling¿ balloon catheter. An express ld stent was placed and good vascular patency was observed. No patient complications were reported and the patient's status was good.